Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 900mcg/ml at 290mcg/day and bupivacaine 2mg/ml at 0.64445mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The healthcare provider reported a motor stall. The home health nurse checked the event logs and a motor stall was seen at initial interrogation, multiple motor stalls and recoveries. The patient¿s symptoms were reported as legs kicked out violently, nausea, diarrhea and increased pain. This was a sudden change in therapy/symptoms. The same drug was placed in the new pump that was in the old pump.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-26 from the patient¿s healthcare provider. The dates and times of the patient¿s pump motor stalls and recovery was provided. On (B)(6) 2016, there was a motor stall at 12:49 and a recovery at 15:34. On (B)(6) 2016, there was a motor stall at 01:06 and a recovery at 06:01. The patient¿s daily dose of fentanyl was reduced to 320mcg/day and their personal therapy manager (ptm) bolus dose of fentanyl was reduced to 35mcg/bolus. All other settings were left the same and the patient¿s bupivacaine was left unchanged. The patient¿s home infusion nurse reported that the patient was experiencing some withdrawal symptoms including body aches and jerking legs. It was also reported that the patient had 5mg hydrocodone to be taken orally three times a day as well as hip injections regularly, however the patient was considering cancelling their current appointment due to transportation issues. The patient was then seen by their hcp on (B)(6) 2016. It was noted that the patient had active problems of complex regional pain syndrome type ii lower limb, lumbar spondylosis, peripheral neuropathy, and sacroiliitis. The patient¿s chief complaint was left low back pain. The patient described the pain as constant, throbbing, dull and aching. The patient rated their pain level as 8 out of 10, with the best in the past 7 days as 7 out of 10 and the worst as 8 out of 10. Upon examination, it was noted that the patient¿s lumbosacral spine exhibited tenderness on palpation and muscle spasms. Additionally, the patient¿s lumbar facet joint exhibited tenderness. The patient was assessed for lumbar radiculopathy. The motor stalls and recoveries were confirmed by the hcp and authorization for a pump replacement was sought immediately. An x-ray was also ordered for the patient¿s thoracic and lumbar spine to evaluate the integrity and placement of the catheter. The patient was also prescribed a 25 mg fentanyl patch. The cause for the motor stalls remained unknown. The patient¿s medical history included allergies to morphine and remeron, hypertension, renal disease with a history of kidney stones and emptying bladder, depression, corticosteroid injections, sacroiliac joint injections, multiple female surgeries, 1/3rd of their stomach removed, a large part of their colon removed, bowel obstructions, right achilles tendon, kidney stone removal x4, the removal of a spinal cord stimulator, tonsillectomy with adenoidectomy, appendectomy, gallbladder surgery, hysterectomy, and laparoscopy. The patient¿s concomitant medications included 5 mg buspirone hcl, twice a day; 200 mg celebrex, twice a day; 20 mg celexa, once a day; 250-250-65 mg excedrin migraine, once a day; 0.25 mg halcion, 1 every bedtime; 10-325 mg hydrocodone-acetaminophen, 1 every 8 to 12 hours as needed for breakthrough pain; 25 mg lopressor, once a day; 50 mg lyrica, conventional three times a day; 1 mg requip, 1 every bedtime; trazadone, 1 every bedtime; 4 mg zanaflex three times a day as needed for spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.